Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the protector p50 multipack experienced foreign matter contamination/coring which was noted during use. The following information was provided by the initial reporter: in the cytotoxic product reconstitution department, during the sampling of endoxan, the person in charge of the procedure noted the presence of a small piece of grey septum in the vial from the adapted phaseal system on the vial. This is an incident that has already been repeated twice. Another vial was used to mitigate the incident. There were no clinical consequences for the patient.

Event description:
It was reported that the protector p50 multipack experienced foreign matter contamination/coring which was noted during use. The following information was provided by the initial reporter: in the cytotoxic product reconstitution department, during the sampling of endoxan, the person in charge of the procedure noted the presence of a small piece of grey septum in the vial from the adapted phaseal system on the vial. This is an incident that has already been repeated twice. Another vial was used to mitigate the incident. There were no clinical consequences for the patient.

Manufacturer narrative:
H.6. Investigation summary: two photos were provided to our quality team for investigation. Through visual inspection, a foreign particle was observed inside the vials. While the particles appear to be consistent with the rubber stopper of the vial, without the physical sample to evaluate, we cannot confirm the origin. A device history review was performed for lot 1903117, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these issues. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. Testing was reviewed for lot 1903117 and results were found to be acceptable. Four retained samples of the same lot were used for additional evaluation. Fragmentation testing was performed using the retained protectors and sample injectors, in all cases the product met required specifications. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available we are not able to identify a definitive root cause at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.